Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported (via FDA mw5084639) that a female patient who underwent revision breast prostheses implantation on her left breast with a saline mentor smooth round moderate profile 200cc breast implant experienced worsening of symptoms and problems that she was previously experiencing. This included diagnosis with rheumatoid arthritis in 2002, grave's disease (hyperthyroidism), hypothyroidism, food allergies, ibs, sibo, candida, asthma, adrenal exhaustion, and sinus problems. The patient underwent bilateral explantation on (B)(6) 2019. No product malfunction, such as deflation, was reported. The root cause of the patient's symptoms are unclear. The lot numbers and associated dates of implants provided in mw5084639 are not in line with the manufacturing dates of the reported complaint devices. As a result, this report includes the lot number most likely pertaining to the date of implant specified for this event in mw5084639. If additional information is received in the future, a supplemental report will be submitted. See medwatch reports 1645337-2019-11852, 1645337-2019-11853, 1645337-2019-11859, and 1645337-2019-11860 for the additional events related to this patient.

Manufacturer narrative:
Adverse event or product problem and outcomes attributed to adverse event were erroneously omitted from the initial report 1645337-2019-11863 submitted on 5/15/2019. Adverse event or product problem is adverse event has been checked, outcomes attributed to adverse event is required intervention has been checked manufacturer¿s reference number: (B)(4).